Manufacturer narrative:
B5- initial MFR report is not applicable, per updated information there is no complaint for this patient. Surgeon was just requesting information. The reporter stated, "there is absolutely nothing wrong with the patients icl." Claim # (B)(4).

Manufacturer narrative:
Age or dob, sex, weight, ethnicity, & race: unk. Event date: unk. (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter is requesting information on how to proceed with cataract surgery in regards to measurements, adjustments in iol selection and surgical removal of the device in a patient that had icl implantation 20+ years ago.